Event description:
Patient reported the protective rubber on the infusion device has been damaged and bolus button does not work. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtain, it will be provided in the supplemental report.